Manufacturer narrative:
(B)(4). The customer notified physio-control that they did not intend to send the device for evaluation and requested it be returned. Physio-control evaluated the customer's device and verified the reported issue. Physio performed no repairs on the device and returned it to the customer in the same condition it had arrived. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report their device was no longer working. The customer did not provide any additional details. There was no patient use associated with this event. Upon evaluation, physio observed the device would no longer power on when the power button was pressed and the hook used to keep the lid closed was missing.